Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported during use with the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use with the homechoice cassette. Renal therapy services (rts) assisted the patient with ending therapy and advised to contact their nurse regarding the issue. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.